Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure on (B)(6) 2021, the lead had broken. In turn, the lead was explanted and replaced during the procedure, resolving the issue.